Event description:
It was reported that the maxplus positive pressure connector experienced leakage. The following information was provided by the initial reporter: after the nurse connected the needleless infusion connector to the patient, it was found that the liquid leaked after connecting the infusion set. After inspection, it was found that the inner core of the needleless connector was in poor contact.

Manufacturer narrative:
H.6. Investigation: a mp1000 china sample was not available for investigation of this feedback; however the customer indicates that leakage was identified from the connection of the maxplus female luer adapter (fla) and an infusion set. The connecting product in use at the time of the customer's experience was not returned to assist the investigation. No further information was received to clarify the exact nature of the defect. A review of the production records for lot 20055173 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. The root cause of the customer¿s experience could not be determined in this instance. Without a sample it is not possible to determine whether a manufacturing defect could have caused or contributed to the reported leakage. H3 other text : see h.10.

Manufacturer narrative:
Medical device lot #: an invalid lot # of 2055179 was provided by the initial reporter. Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that the maxplus positive pressure connector experienced leakage. The following information was provided by the initial reporter: after the nurse connected the needleless infusion connector to the patient, it was found that the liquid leaked after connecting the infusion set. After inspection, it was found that the inner core of the needleless connector was in poor contact.